Event description:
It was reported that the patient had twiddlers syndrome causing the lead to be coiled in the pocket. The lead had pulled back resulting in unacceptable numbers. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.